Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals with oversensing noted on ventricular tachycardia (vt) non-sustained stored electrograms. It was also reported that there were no detected episodes or oversensing noted on the date of the call. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2019-12650. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds since implant.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.